Manufacturer narrative:
Reporting contact - corrected data. Additional mfg narrative: the subject device was not returned; therefore, an analysis could not be performed. The device history record review could not be performed because the batch remains unknown. Because the reported event is a known physiological effect of the procedure noted with the directions for use and/or device labeling, a cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported in the literature article that a day post successful recanalization of the occluded right middle cerebral artery, re-occlusion occurred. Analysis of the removed clot confirmed that vascular endothelium was included in the clot. No additional information is available.

Event description:
It was reported in the literature article that a day post successful recanalization of the occluded right middle cerebral artery, re-occlusion occurred. Analysis of the removed clot confirmed that vascular endothelium was included in the clot. No additional information is available.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. Subject device is not available.